Event description:
During a gastrectomy procedure, the nurse opened the packaging and found two staples had dropped out. The procedure was completed with another like device. There was no pt consequences.